Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-07928. It was reported that the patient presented remotely via merlin.net. Interrogation showed evidence of noise on the atrial and right ventricular lead as well as inappropriate mode switching. No patient symptoms or revision were reported.